Event description:
Related manufacture reference number: 2017865-2022-06263. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition. It was also observed that the atrial lead exhibited inappropriate mode switch. Programming changes were performed. There were no patient consequences.